Event description:
It was reported during use that the cardiosave intra-aortic balloon pump (iabp) device does not autofill. However, no harm was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: h6 (component codes).

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9(return to manufacture date), g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. The getinge field service engineer (fse) confirmed there was an autofill failure in the logs and that the pneumatic interface module failed the leak test. The pim was replaced which resolved the issue. The unit passed all functional and safety tests. The unit was cleared for use. However, no patient harm or adverse event was reported. The failure analysis and testing dept. Received part with a reported unit failure of the device not autofilling. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failure was confirmed. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. The getinge field service engineer (fse) confirmed there was an autofill failure in the logs and that the pneumatic interface module failed the leak test. The pim was replaced which resolved the issue. The failure occurred due to a defective ¿pneumatic interface module¿. The issue was resolved by replacing the malfunctioning part. The most probable root-causes are component reliability, fatigue, or fluid ingress. Within the pim are valves and sensors that monitor helium pressure and inflate/deflate the balloon. If there is a leak these sensors/ valves do not read the required amount of helium which leads to an autofill failure alarm. Replacing the entire pim resolved the issue because it eliminated any potential internal leaks, restored any malfunctioning valves/sensors, and replaced all potential failure points. The unit was cleared for use.

Event description:
N/a.